Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a dobbhoff feeding tube. The customer reported a 12 french flexible weighted feeding tube was placed. A stat chest x-ray was done which revealed the ng tube was in the right pleura. The ng tube was removed and the pt was noted to have a small pneumothorax. The pneumothorax went from small to moderate, on further follow-up chest x-rays, a decision was made to place a chest tube on (B)(6). The facility reported that the pt remained hemodynamically stable and asymptomatic throughout the event.

Manufacturer narrative:
Submit date: 09/06/2013. An investigation is currently underway. Upon completion the results will be forwarded.